Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The device is not received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as investigation results and/or supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that within inspection for function and cleanliness after the machine cleaning procedure and thermal disinfection, it could be noticed that under the enclosed rubber ring of the test head, size 12/14 cone in 28,32,36 mm diameter of each offset s,m,l,xl except for 28 and 32 xl, no optimal cleaning can be achieved . Under the enclosed rubber ring contaminants remain. The rubber ring is not removable. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
The prodcuts were returned for investigation and the results of the investigation has been made available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Review of incoming information: it was reported that within inspection for function and cleanliness after the machine cleaning procedure and thermal disinfection, it could be noticed that under the enclosed rubber ring of the test head, size 12/14 cone in 28,32,36 mm diameter of each offset s,m,l,xl except for 28 and 32 xl, no optimal cleaning could be achieved. Contaminants remain under the enclosed rubber ring. The rubber ring was not removable. There were two pictures available. The first one showed one of the trial heads with sight on the o-ring. No contaminations could be seen on the picture. The second picture showed a box with all the returned trial heads. Device analysis: some of the returned trial heads showed some scratches on the inner and outer surface. Others did not showed relevant signs of usage. No contaminations were visible to the naked eye. No measurments could be performed. No functional defects were reported. Possible causes for the reported event according to sap rmw no. 303486 rev. 01 -instrument remains unclean or unsterile, causing patient infection -> due to instrument design features lead to failure of cleaning (disinfection) or sterilization process. Not possible as "reprocessing specification IFU sap doc. D011500192 rev. 07 (sections about cleaning and sterilization) and manual orthopedic surgical instruments 97-5000-170-00 (section: processing category codes and instructions) and the wash symbol on the instrument ensure cleanability of the instrument. Also, according to the complaint summary an adverse trend due to inadequate design would have been detected. Instrument remains unclean or unsterile, causing patient infection -> due to incorrect sterilization or cleaning process used. Possible, as no further information about the performed sterilization process was available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The trial heads might not have been sterilized adequately. The IFU suggests additional manual cleaning needs to be performed besides to the automated cleaning process. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).